Event description:
The consumer was going up his ramp, when the wheelchair allegedly jerked to one side, causing him to fall off the ramp and break his leg.

Manufacturer narrative:
Manufacturer was contacted by distributor. User was transgressing a ramp and the chair reportedly jerked to one side and user fell from the ramp resulting in serious injury. Ramp composition user had transgressed is unk. Chair is specified for transgressing 9 degrees. Chair has been serviced in the past for repairs by the dealer. MDR filed based on serious injury.